Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd sharps container that the lid broken damaged the following information was received with the initial reporter with the following verbatim: denotching slot gets worn quite easily and it is difficult to engage the needle into the slots on the side to de notch needle safely.

Manufacturer narrative:
MDR made in error. There was no customer complaint and the investigation was cancelled.

Event description:
Denotching slot gets worn quite easily and it is difficult. To engage the needle into the slots on the side to de notch needle safely.

Manufacturer narrative:
Investigation cancelled. Code update only.

Event description:
Investigation cancelled. Code update only.